Manufacturer narrative:
The unit alarmed radio frequency failed self-test during the self-test due to a faulty y1/radio frequency board. The unit had a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer called in to report a radio frequency failed self-test alarm. The customer's blood glucose level was 181 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.